Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the patient stated the cause of the peritonitis was unknown; therefore the minicap device is no longer considered suspect product in this event. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had a missing sponge. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamycin (dose, frequency, and duration not reported) for the event. The patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was complete. Dianeal therapy was ongoing. No additional information is available